Event description:
It was reported that the patient presented for a scheduled follow-up. Upon review, it was discovered that the right ventricular leadless pacemaker (vlp) exhibited high capture thresholds. The vlp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of capture issue could not be confirmed. Device was explanted due to capture issue. Visual inspection noted the helix length was within specifications. The device was unable to establish telemetry, and no output was noted upon receipt. Field information indicated the device was permanently disabled in the field, which deactivates the device, and no further analysis could be performed.